Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sigmoid colectomy, the balloon moved up the shaft of the port after insertion. Another device of the same lot number was opened to complete the case. No patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the balloon, valve seal and 7/8 door appeared intact. The inflation syringe and obturator were received. The 5sd valve door was disengaged and received. A functional evaluation found that the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken cannulas may occur when excessive force is applied during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.